Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported that a venous closure of a right common femoral vein was attempted with three prostyle devices after a left atrial appendage occlusion interventional procedure using a 10f sheath. Reportedly with all three devices, the suture was not present when the plunger was removed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that a venous closure of a right common femoral vein was attempted with three prostyle devices after a left atrial appendage occlusion interventional procedure using a 10f sheath. It should be noted that the prostyle instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. In this case, the absence of preclose technique used would not contribute the reported needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.